Manufacturer narrative:
Patient weight was not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part# sd900.105, lot# me16ihiara. Manufacturing location: (B)(4), manufacturing date: jan 19, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent bimaxillary advancement (bimax) procedure. During the procedure, while they were working with a significant deformity and upon fitting the final splint they noticed there was an open posterior gap in occlusion. Due to the significant deformity they were unsure whether it was the splint or patient anatomy. We needed to wire the patient to occlusion using the prebent maxillary plate as a guide. Surgery was completed successfully. No delay or adverse events were reported. Concomitant parts reported: wire (quantity 1). This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (patient specific splint orthognathic, intermediate, part number sd900.105, lot number me16ihiara). The subject device was returned to the manufacturer with the complaint condition stating: no material for investigation received. For this complaint, the device history record was investigated. No inaccuracies were found on the image qc, segmentation, planning and guide design steps that could explain a posterior open bite when fitting the final splint on the patient. Therefore, it can be concluded that the materialise devices performed as intended and no root cause could be found based on the available information. Since no root cause could be found to explain the alleged issue by the complainant; no actions would be defined for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.